Event description:
During routine cataract removal and intraocular lens implant surgeru the haptic broke in the patient's eye. The incision was enlarged to remove and replace the iol and a vitrectomy was performed. The patient's outcome is still unknown.